Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #: 1225714-2014-01706 and 01705.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
Add'l information received noted that the patient experienced a sudden cardiac event. The additional information reports the best estimated date of event and the date of death, as (B)(6) 2013. However, the information previously received from the initial litigation reported the best estimated date of event and the date of death as (B)(6) 2013. This information is being reported accordingly. This is one of three device reports related to this event. Associated manufacturer report numbers are 1225714-2014-01705, 1225714-2014-021706 and 2937457-2014-00699. Additional information and clarification for the event, date of the event, and date of death has been requested and will be submitted upon receipt accordingly.